Event description:
Scoliosis pt had tracheal stent placed following spinal surgery and inominate artery reimplantation. After discharge and upon return home, pt was reintubated for possible atelectasis. Developed mrsa/lung/tracheal infection. Was improving clinically when abruptly exsanguinated out of airway. Presumably an inominate artery blowout, but autopsy was declined.